Event description:
The customer reported that the system produced uncommanded fluoroscopy. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and cleaned. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.